Manufacturer narrative:
Should additional information become available regarding this surgery, it will be reevaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2010, an acticon neosphincter device was implanted. Revision surgery on (B)(6) 2011, due to "balloon migration." The details of the patient's present condition and what occurred at this surgery were not indicated. The device remains implanted.